Manufacturer narrative:
Onsite investigation revealed that the reported event was caused by blown fuses on the mvs board. Replacement of the fuses resolved the issue. No further issues were reported. Blown fuses were not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system's mobile view station (mvs) would not power on. There was no patient present when this issue was identified.